Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced an inappropriate therapy from their implantable cardioverter defibrillator (ICD). The ICD had misdetected an atrial fibrillation with rapid ventricular response (af w/rvr) as a ventricular fibrillation (vf) event. Reprogramming options were presented and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.